Event description:
It was reported that during a diaphragmatic hernia with open nissen fundoplication procedure, after receiving a generator alarm, and during cleaning of the device, the blade tip broke off. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 09/04/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.